Event description:
Patient presented with infection, so doctor removed implants and proceeded to cement antibiotic spacer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient presented with infection so doctor removed implants and proceeded to cement antibiotic spacer.

Manufacturer narrative:
Additional device listed in this report: cat 5569-p-2012, lot mknhrg, description: reunion tsa - press-fit humeral stem 12mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the patient requested to keep them. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.